Event description:
When injecting reconstitution solution into the shingrix antigen vial, the needle shot off the syringe and ultimately wasted the medication. The syringe/needle being used was a bd plastipak 3ml syringe that also contains a luer-lok tip with bd precisionglide needle (25g x 1.5).